Manufacturer narrative:
The reported event could be confirmed, since the affected device was returned for investigation. The device inspection revealed the following: a review of the device history for the reported lot did not indicate any abnormalities related to the reported event. A worldwide complaint database search found one other reported incident (s) for this product/lot combination since release for distribution, but the root cause could not be determined because of insufficient information. After a thorough investigation (returned device, device history record review, complaint history review), it appears that an initial intra-prosthetic conflict took place leading to the cup loosening. The most probable root cause of this event is a surgical technique error.

Event description:
It was reported that the patient underwent revison surgery following intra-prosthetic conflict, loosening, pain and metallosis. He had no trauma. He felt comfortable for the first couple of months and then became progressively painful. Patient expressed pain in hand around may time. Surgeon suspected cup loosening and decided to bring him back for a revision of cup and neck. Upon revision, a lot of metallosis within joint, small fragment of metal were noted, surgeon removed a lot of the black tissue and took specimens as various points. The cup and stem were well integrated into the bone however there was bone loss in both the proximal metacarpal and distal trapezium. The surgeon proceeded by removing all implants and black tissues.